Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Event description:
It was reported that during the implant procedure, a lead was attempted and not implanted due to an impedance of greater than 4000 ohms. It was also reported that a second lead was attempted and not implanted because of an impedance greater than 2000 ohms and bad thresholds. Another lead was successfully implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).